Event description:
It was reported that the patient had a loss of therapeutic effect. They experienced a loss of bladder control. The patient had been hospitalized since memorial day for gallbladder surgery. It was further provided that the cause of event was determined and it was related to the device. There was no reprogramming needed. The device was turned off because the patient had surgical procedure. The patient had symptoms returned and device was turned back on. It was noted that the patient recovered without permanent impairment. Additional information received from patient reported that the patient received assistance from their doctor or manufacturer¿s representative and their concerns were resolved. Appointment date was noted as (B)(6)2015. It was also noted that the patient did not have concerns with their device or therapy. The patient further reported the device turned itself off for gallbladder surgery on (B)(6). The patient was informed by a health c are provider that the device automatically turns off around heavy equipment and they could get it back on after surgery, but now the patient feels like it¿s turned off. They occasionally saw a picture of the numbers pop up without irregularity. They felt it was not working and using the restroom multiple times in one night.

Manufacturer narrative:
Concomitant medical products: product ID 3889-41, lot# va0sq9m, implanted: (B)(6) 2015, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient.